Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018 a percival pvs25 was implanted. The manufacturer received a notification that the device was explanted the same day due to a mis-sizing. The valve was replaced with a percival pvs23. No further information was received.

Event description:
On (B)(6) 2018 a perceval pvs25 was implanted. The manufacturer received a notification that the device was explanted intra-operatively due to a mis-sizing. This added 15 minutes of x-clamp time to the procedure. No device malfunctions were identified. The valve was replaced with a perceval pvs23. The patient outcome is fine.

Manufacturer narrative:
The manufacturer received additional information on nov 26, 2018. The updated event description below has been included in the event description. On (B)(6) 2018 a perceval pvs25 was implanted. The manufacturer received a notification that the device was explanted intra-operatively due to a mis-sizing. This added 15 minutes of x-clamp time to the procedure. No device malfunctions were identified. The valve was replaced with a perceval pvs23. The patient outcome is fine. Based on the additional information received there was no device malfunction identified and the root cause of the issue identified can be attributed to a procedural mis-sizing. In addition the site reported only 15 minutes of added x-clamp time and the patient outcome was reported as fine. Based on this information no further investigations will be performed. Device not available.